Manufacturer narrative:
Corrected fields: e3, e1 (initial reporter name, email). Updated fields: b4, g1, d9, g3, g6, h2, h3, h6 ( investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to confirm the reported malfunction. The fse left the device running for 1 week and the issue never returned. All safety and functional tests were passed and the unit was cleared for use.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had intermittent blank screen issues. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.